Manufacturer narrative:
The insulin pump was received with a frozen screen. After the insulin pump was reset, the insulin pump functioned properly. We were unable to verify the audio anomaly due to the frozen screen. The insulin pump was monitored for several days and no frozen screen or audio anomaly was noted.

Event description:
It was reported that the customer's insulin pump made a loud screeching noise when a battery was inserted. The diabetes specialist stated that the display did not appear and that after changing the battery three times, the insulin pump continued to make the same loud noise. Nothing further was reported.